Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. (B)(4).

Manufacturer narrative:
The retest values for all three samples were (B)(6) and reproducible and no further complaints were received from other customers. Therefore, the issue is most likely due to inadequate pre-analytical treatment of the samples. Review of historical complaint data determined that there are no related adverse or non-statistical trends identified for the complaint issue. A review of the product labeling concluded that the issue was sufficiently addressed. The assay does not have a claim for initial reactive results and no 100 % claim for specificity. To determine the performance with regard to specificity, a retained kit of the affected reagent lot number was tested for specificity. All control values met specifications, the results were reproducible, in the typical range and no false reactive results were obtained. Based on the investigation, it was determined that the architect (B)(6) reagent, list number (B)(4), lot number 67032li00 is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed (B)(6) architect (B)(6) results for one patient. ID#1(B)(6): original result: 1.10 s/co, repeated at 0.17, 0.15 s/co on (B)(6) 2016 using reagent lot 67032li00. No adverse impact to patient management was reported.